Event description:
It was reported that during testing, the pump downstream occlusion (dso) seal was ripped and bubbled. This ripped dso may increase the risk of fluid ingress and interrupt therapy delivery. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.